Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave hybrid type g plug intra-aortic balloon pump (iabp) malfunctioned. Safety disk replacement warning was present. There was no patient harm or injury reported.